Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during eval. The pressure plate gap was out of spec and caused the reported symptom. The device was reworked and recalibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.